Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06183, 2938836-2019-06184, 2938836-2019-06186. It was reported that low pacing impedance on the atrial lead was observed via remote transmission. The patient was in the emergency room for shortness of breath. While in clinic, the trend data for impedance noted several instances that the pacing impedance had dropped below acceptable thresholds. Inappropriate mode switch caused by noise on the atrial lead was also observed. The lead was capped on (B)(6) 2019 and replaced, while the device was explanted prophylactically due to an advisory. Both the rv and lv leads were noted to have externalized conductors during a fluoroscopy. No electrical anomalies were detected, so the leads remain implanted.

Event description:
New information received notes that the patient was in good condition before, during and after the procedure.